Event description:
The customer reported problems while drilling. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the device history record reports the complaint to be invalid, the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection revealed the drill holes on both arms were measured accordingly, no fault was ascertained. Both aiming arms comply with specifications and are fully functional despite the damage to the strike areas. This has no influence on the aiming function. The damage stems from heavy use. This complaint has been determined to be invalid. (B)(6).